Event description:
It was reported that this right ventricular lead exhibited high out of range impedance measurements. Reprogram of the lead was performed and measurement came back to normal ranges. Monitoring was recommended. The lead remains in service. Additional information clarified that the high impedance measurements were due to disconnection of the ring electrode. No further adverse patient effects were reported.